Event description:
Customer reports to have been to the emergency room on (B)(6), 2015 with blood glucose of 600 mg/dl. Customer went to the emergency room due to diabetic ketoacidosis and high blood glucose. Customer was treated with insulin drip and was released once blood glucose stabilized. After troubleshooting insulin pump passed high pressure test and it was found that cannula was bent. Customer was off of insulin pump for one hour prior to emergency room visit. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.